Event description:
It was reported that the battery voltage of the device was displayed as below the recommended replacement time (rrt) levels, however the rrt alert was not triggered. The requirement for three consecutive nightly measurements at or below rrt voltage to set the rrt condition/alert status was discussed. Telemetry and other temporary increased current drain operations may cause transient reported battery voltages at or below rrt levels. Nightly battery voltage measurements typically occur without transient drain increase. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: product ID 419588, implantable pacing lead; implanted: (B)(6) 2010, product ID 694758 implantable tachy lead; implanted: (B)(6) 2010. (B)(4).